Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant of this pacemaker, the physician observed difficulty inserting the right atrial (ra) and right ventricular (rv) leads into the device header; noting it was a tight fit. The leads had partially come out of the header but were able to be fully inserted during the procedure. No further issues were observed. No adverse patient effects were reported. The device remains in service.